Event description:
During a total gastrectomy procedure, the active blade broke during use. Broken piece did not fall into the pt. Another device was used to complete the case. There was no adverse consequence to the pt.